Event description:
A surgeon reported that following the insertion of an intraocular lens (iol), a crack was noted in the optical zone. The iol was removed and replaced. During removal of the iol, damage occurred to the iris. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. The optic was torn/split (possibly cut) into two pieces. One portion had a crack in the center. The second portion was torn/split/cracked into numerous pieces. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested.